Event description:
It was reported that the patient¿s device is at a low battery status indicator and the physician believes it is premature because the patient is not set to high settings (reported in MFR report# 1644487-2016-01295). It was reported that the patient is having an increase in seizures. The patient was referred for replacement due to the battery depletion. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Analysis was completed for the returned generator. The pulse generator performed according to functional specifications. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified. The pulse generator diagnostics were as expected for the programmed parameters. The reported end-of-service was duplicated, and premature end-of-life (MFR report# 1644487-2016-01295). Electrical evaluation showed that the pulse generator performed according to functional specifications, with the exception of the low battery voltage.

Event description:
Generator replacement surgery occurred. The explanted device was received. Analysis is underway, but has not been completed to-date.